Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation as reported, during a transurethral stone removal procedure of the renal ureter, the basket of a 'ngage nitinol stone extractor' stopped functioning after two extractions [manufacturer report reference #(B)(4); lot 15271464]. The user then replaced the device with a new 'ngage nitinol stone extractor' which also stopped working immediately [manufacturer report reference #(B)(4); lot: 15271467]. The device was replaced with another 'ngage nitinol stone extractor' [lot: 15271467] to complete the procedure. Prior to the procedure, all devices were inspected to ensure no damage had occurred. All devices were tested in the uncoiled position prior to use and functioned as intended. Another manufacturer's scope was also used in the procedure. A laser was not used simultaneously with the devices. The patient did not experience any adverse effects or require additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR) which records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, no returned device, and the results of the investigation, the cause for the device issue could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: customer (person) postal code = (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral stone removal procedure of the renal ureter, the basket of a 'ngage nitinol stone extractor' stopped functioning after two extractions [patient ID (B)(6); lot 15271464]. The user then replaced the device with a new 'ngage nitinol stone extractor' which also stopped working immediately [captured in this report; lot: 15271467]. The device was replaced with another 'ngage nitinol stone extractor' [ to complete the procedure. Prior to the procedure, all devices were inspected to ensure no damage had occurred. All devices were tested in the uncoiled position prior to use and functioned as intended. An 'olympus/urf-v' scope was also used in the procedure. A laser was not used simultaneously with the devices. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.